Manufacturer narrative:
The ge rep conducted an onsite investigation. The power supply was replaced. The system was tested and is now operating as intended.

Event description:
The customer reported that the 6800 system displayed a no signal input error message. It was also found that the system would not boot up. No pt injury was reported.